Event description:
Reported problem by facility: defective - 420227-07. Failure is at same point of distal end as other returned da vinci energy instruments. Again, mfg materials need to be re-accessed. Did any fragments fall into the patient: no. Was there any patient harm: no. Returned to vendor 07/27/2017. Intuitive surgical inc. Failure analysis report 07/2017. Failure analysis investigations found broken on the following location instrument bipolar yaw pulley. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse.